Manufacturer narrative:
Fields updated: d9 device return date, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. The reported failure mode was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit screen went out during a procedure and an alarm went off. They restarted the device and then it worked again. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit screen went out during a procedure and an alarm went off. They restarted the device and then it worked again. There were no reports of patient harm.